Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. The investigation is in process. The olympus service center evaluated the device and identified the following: the subject device was cultured and results were negative for microbial contamination. The bending section rubber was porous and broken, the distal end was discolored and there is a scratch inside the channel. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus the subject device tested positive for microbial contamination with roseomonas mucosa bacteria. The customer was informed by their infection control the subject device was used in procedures and two (2) patients have tested positive for microbial contamination with roseomonas mucosa bacteria. The customer reported no visible damage to the scope. It is unknown what symptoms the patient exhibited and how they are doing today. The customer also reported it is unknown when the issue was identified and no indication any other instrument was being used at the time. When asked if the instrument was inspected prior to use, the customer responded as follows: critical care support or critical care assistant would only remover bronchoscope from the air filtered cabinet, place it in carry case to transport it to user. Any obvious damage visually would be immediately reported. As for the user, doctors and consultants, if any damage or fault occurred or found, would be brought to the attention of a critical care support or critical care assistant for repair.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. No obvious deviation from IFU was not confirmed from review of reprocessing steps at the user facility. Based on the available information, the legal manufacturer determined the probable cause of the failure could not be determined. Information was not provided on the patients, or culture test result at the user facility. No bacteria were detected in culture test at the third-party labs after reprocessing the device by olympus. Reprocessing training by olympus conducted on jul 05, 2022. Olympus will continue to monitor field performance for this device.